Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to patient's anatomy and this rv lead will not be returned. This rv lead was replaced with the same model and never in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the lead as the lead was attempted due to patient's anatomy. This observation no longer meets the definition of malfunction as it was confirmed that the device was operating normally. Amending MDR decision to MDR=no report.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to unknown product performance issue. This lead was replaced with the same model and never in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the lead as the lead was attempted due to patient's anatomy. This observation no longer meets the definition of malfunction as it was confirmed that the device was operating normally. Amending MDR decision to MDR=no report. Correction to field f10 and h6 device codes.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to patient's anatomy and this rv lead will not be returned. This rv lead was replaced with the same model and never in service. No adverse patient effects were reported.